Event description:
It was reported that the patient was experiencing halos and glare of the intraocular lens (iol). The lens remains implanted to date. No further information was provided. A separate medical device report is being submitted for the left and right eyes.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date the lens remains implanted. Placeholder.